Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, "photofix patch 'split' and patient was brought back to operating room (or) for bleeding."

Event description:
According to the initial report, "photofix patch 'split' and patient was brought back to or for bleeding."

Manufacturer narrative:
Attempts to obtain the serial number were made with no success. The patient had a carotid endarterectomy performed by [surgeon]; photofix was used as the carotid patch. The date of surgery is not known, but [surgeon] noted the patient came back 5 days after discharge with a pseudoaneurysm. The date the patient presented to the emergency department with a pseudoaneurysm was documented as (B)(6) 2018. It was noted that [surgeon] ¿had some difficulty with the patch at the initial surgery.¿ [surgeon] described the ¿difficulty with a large flap from patch on underside, had to reexplore to remove¿. The patient was brought back to the operating room for bleeding. [Surgeon] performed the re-operation and noted a 3-4 mm tear in the segment of the most cranial portion of the patch. The patch was further described as ¿split¿. [Surgeon] described the event and stated ¿patch had torn in different spot. Carotid occluded in followup¿. [Surgeon] did not mention the occlusion and he repaired the patch with a prolene suture. The rest of the patch was described as intact and no further impact on the patient was described. Additional information including patient medical history and surgical notes for the initial surgery or the re-operation are not available for consideration in this complaint evaluation. Details surrounding the patient¿s post-operative recovery are also unknown. [Surgeon] provided no feedback on why he believed the event occurred. The details on the difficulty [surgeon] had with the initial surgery are unclear. The source of the photofix patch split and subsequent bleeding is unknown. Tissue damage leading to blood leakage through holes and tears is a known adverse event. The photofix manufacturing process includes 100% visual inspection prior to final packaging. The relationship between the patch tear and photofix cannot be determined without additional information. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.